Event description:
The customer reported erroneous high triglyceride (tg) patient results were obtained for 11 patient samples when using the unicel dxc 880i synchron access system. The erroneous results were reported out of the laboratory. The patient samples were run on the other dxc analyzer repeated in the normal range. The patient records were amended with the lower results. The samples were collected from clinic patients, and the test results would not have been reviewed by the physician until the next day. There were no reports of death, injury or affect to patient treatment. Patient demographics for one of the eleven patients is provided in section a. The patient demographics for the remaining patients is provided in the attachment.

Manufacturer narrative:
On (B)(4) 2013, the field service engineer (fse) evaluated the analyzer and observed dirty and misaligned cuvette wash probes numbers 1 and 3. Replacing these probes and performing the alignment resolved the issue. As of (B)(4) 2014, the issue has not recurred. Identified failure mode: failure mode was hardware, replacing cuvette wash probes and aligning the wash head resolved the issue. The cuvette wash probes are necessary for cuvette cleanliness for all cartridge chemistries.